Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient suspected the cause of the peritonitis was "from the minicaps"; however, it was not confirmed and remained unknown. They could not recall if the pouches were sealed properly. It was reported the patient was hospitalized for two days and received unspecified antibiotics for the event. The patient reported the antibiotics did not help and they had to return to the hospital. This time the patient was hospitalized for four days. According to the patient ¿the doctor had to place a catheter on their chest". At the time of this report, the patient outcome and action with pd therapy was not reported. The reporter declined to provide additional information.